Manufacturer narrative:
The drill was returned to the manufacturer for evaluation and upon inspection, a hole was discovered in the pneumatic hose assembly. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, a hole was discovered in th hose portion of the pneumatic drill. No oil leakage from the device was reported. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.